Manufacturer narrative:
(B)(4). Unable to perform displacement test due to completely broken off reservoir tube lip. Unit received with minor scratched display window, cracked case at display window corner, cracked belt clip slot, broken battery tube threads, cracked reservoir tube window, cracked case at reservoir tube window corner and missing reservoir tube o-ring.

Event description:
Customer reported that the insulin pump was damaged around the battery compartment and reservoir compartment. The customer was changing the infusion set and reservoir when they noticed the cracks and missing pieces on the reservoir/battery compartment. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump was returned for analysis. .